Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal from the eye, and adhered to each other by solution. Product history records were reviewed and the documentation, indicated the product met release criteria. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Information was provided that the dat015, 21.0 diopter (1.5 extended depth of focus) lens was replaced with tfnt00, 21.0 diopter (add power +2.2/+3.2) lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens implant procedure, the patient's near vision was decreased. The iol was exchanged in a secondary procedure. Additional information has been requested; however, further information has not been received.